Event description:
Allegedly, the nail and screws broke between the calcaneal and sub-talar screw postoperatively. Reporter can not predict the date of incident and date of original surgery because they were performed at a different location.

Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same report as 1043534-2015-00051, 1043534-2015-00052, 1043534-2015-00053, 1043534-2015-00054, 1043534-2015-00056.